Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Fse replaced erbe during annual preventive maintenance due to intermittent errors. After part replacement system was tested and verified ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe generator was analyzed and the reported issue was confirmed using artemis. C-06/m-18/m-11 error pattern logged on multiple dates, m-11 logged as well as 2-8a. Unit tested on system, all operation successful via all ports. Upon visual inspection, unit found to have various scrapes/rub marks/chips throughout housing cover. Crack found on front bezel beside power button. Dent on left side of front bezel, light but present scuffing on underside of bezel. Slight scrape on bottom of main housing at rear. Part number, serial number, "made in germany" labels all show signs of wear/peeling. Light scraping on heatsink fins. The erbe generator was found to show errors and the defect was confirmed by failure analysis (exact error detail not provided), which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer reported that the erbe generator was displaying intermittent error messages. The procedure was completed with no report of patient injury.